Event description:
It was reported that during a lap cholecystectomy procedure, the second clip fell out while attempting to clip the cystic duct. The device was fired outside of the pt and the clips continued to fly out of the instrument. All the clips were retrieved. Used a new device to complete the procedure. There were no pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.